Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic cholecystectomy when the surgeon was pulling the specimen out of a twelve mm port the bag broke. It took the surgeon twenty minutes before the bag broke. The surgeon pulled the specimen out through the port without the bag. The bottom of the bag tore, and the specimen fell out. The surgeon removed the device and the specimen with no patient harm. The procedure was completed with no patient consequences reported.